Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During a procedure the table movement became erratic/unreliable. The x-ray and the movement of the c-arm were not affected, so that the procedure could be finished or stopped in a controlled manner if required. In this case, the procedure was continued with an alternative system. A service intervention revealed that the jerking of the table was caused by a defective cable to the table tilt encoder. To resolve the issue the defective cable was exchanged as part of service activity. After that, the system worked as intended again. The error has not been reported again. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported uncontrolled movement of the table. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.